Manufacturer narrative:
The complaint is that the device overtemp alarm is verified. Performed a visual inspection, filled reservoir with water, attached temp check e5579 due date apr 2025, plugged in line cord, turned on power, and performed functional tests. The overtemp alarm is due to the potentiometer on the pcb (printed circuit board) is loose and the pcb is damaged. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device had overtemp alarm and was not adjusting correctly to setpoint. There were unknown patient harm or adverse effects reported as a result of the event.